Manufacturer narrative:
The patient¿s weight was not provided. The referenced pump exchange on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-01832. (B)(4). Approximate age of device ¿ 11 days. The device remains implanted and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2017 and underwent a pump exchange on (B)(6) 2017 due to elevated levels of lactate dehydrogenase (ldh) and suspicion of thrombus. On (B)(6) 2017, it was reported that laboratory test results showed an increase in ldh level from 537 u/l to 816 u/l. The submitted log file analyzed by the manufacturer¿s technical services showed sporadic elevation in power and flow. There was a concern for thrombus and the patient was treated with integrilin. Subsequently, the pump parameters returned to the patient¿s baseline values. No further information was provided.

Manufacturer narrative:
Analysis of the submitted log files confirmed transient elevations in pump power and estimated flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted system controller log file contained approximately 5 days of data from 28jul2017 through 02aug2017 and transient pump power and estimated flow elevations were captured beginning on 30jul2017 from 03:22:32 through 03:59:03. Additionally, the report that the flow estimator high limit was exceeded (+++) was confirmed. These elevations in pump power and estimated flow appeared to resolve following this time frame and remained stable throughout the remainder of the log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.